Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, while turning, the inner thread of the screw stripped.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual and optical examination of the implant driver interface hex feature confirms bone screw hex corners are rounded and worn, with material deformation. This is consistent with torsional overload during attempted implantation.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.